Event description:
During a ptca procedure a hole was noted to be in the balloon of this device. The balloon was pulled back, and a dissection occurred. The pt was stented, however, the artery was totally clotted. It is unknown at this time if further surgery will be required.

Manufacturer narrative:
#1333 labeled. #1628 not labeled for "hole in balloon" however, device is labeled to use catheter prior to the "use before" date (expiration date) specified on the package.